Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis and elevated blood glucose, however, a specific value was not provided. No additional information was provided by the customer. Although requested, the customer declined troubleshooting.